Event description:
The account alleges that during a transjugular intrahepatic portosystemic shunt [tipss] procedure. The physician had acquired venous access via the internal jugular vein with a 10f sheath. During manipulations over a stiff guidewire under fluoroscopy, the catheter tip detached. The tip remained on the guide wire. The physician was able to remove both the detached catheter tip and guidewire together as one unit. No additional medical intervention was necessary. The event was not considered life-threatening by the attending physician. No permanent damage to body function or structure to report. A new catheter was used to complete the procedure for the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.